Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two proglide devices were successfully preplaced using the pre-close technique. Reportedly, a third proglide device was used, but resistance was met when the plunger was being removed, and the suture did not come out. The sutures of another proglide device were successfully preplaced using the pre-close technique. The tavi procedure was completed and the successfully preplaced sutures of three proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned for evaluation and abbott vascular (av) found the suture was entangled around the posterior cuff, confirming the reported issue. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history identified other incidents from this lot for cuff misses. Further investigation was performed and av determined that the observations are infrequent and random. The investigation concluded that this not a systemic issue. Av will continue to trend the performance of these devices.